Event description:
It was reported an alarm 2 followed by alarm 26. There was no reported adverse impact to the customer's blood glucose level. Prior to contacting technical support, the customer attempted to resolve the issue by detaching and filling the tubing, but no insulin came out. Customer expressed reluctance to bolus with the tubing disconnected and did not have a spare infusion set and cartridge. Technical support instructed the caller to disconnect tubing, tighten connections, and deliver a 5-unit bolus. They also informed the caller that the insulin on board would be affected. No further information provided.